Manufacturer narrative:
The cause of the questioned elevated, prolonged pt result is related to the hemolyzed sample integrity. The sample was processed with obvious hemolysis; which is not recommended for coagulation testing per industry standards. Siemens healthcare diagnostics has evaluated the data files and concludes it is unclear which of the 570 or 405 wavelength results is correct. The operator ran the hemolyzed sample per the operator's guide instructions for hemolyzed specimens. Siemens review of the kinetic measurement curve for the pt on both the 570 nm wavelength and the 405 nm wavelength are regarded as acceptable reaction curves. There is no indication of analyzer error or malfunction during analysis. Analysis was performed even though sample integrity was confirmed by the operator to be poor (hemolysis was present). Hemolysis can lead to pre-activation of the coagulation cascade, therefore physiologically impacting the result for the specific sample and is typically not ideal for coagulation screening. The instrument and reagent is performing within specifications. No further evaluation of the device is required.

Event description:
An account inquired about a discrepancy between prothrombin time (pt) results obtained on a hemolyzed patient sample at different wavelength applications for the innovin reagent on the bcs xp analyzer. The prolonged, elevated pt 570 wavelength result was reported to the physician. The physician did not question the reported result. The laboratory questioned the result and reran the same sample with the pt 405 wavelength application. The result obtained was lower. There is no indication that patient treatment was altered or prescribed on the basis of the questioned prolonged pt 570 wavelength result. There is no report of adverse outcome to the patient as a result of the questioned prolonged pt 570 wavelength result.